Event description:
It was reported that the customer received readings on her sensor that were discrepant from her blood glucose, causing her insulin pump to threshold suspend. Customer's blood glucose was 164 mg/dl and sensor read 73 mg/dl. Customer also stated one time her blood glucose was in the 200 to 299 mg/dl range and the sensor was 120 points off. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.